Manufacturer narrative:
The insulin pump had cracked battery tube threads, a broken reservoir tube lip, and minor scratches to the display window. The test reservoir did not stay locked in place due to the reservoir tube lip damage.

Event description:
The customer reported via telephone call that the reservoir compartment on the insulin pump was damaged and missing the plastic ring. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.